Event description:
It was reported that this pacemaker system exhibited a false atrial tachy response (atr) episode due to noise oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise also present in the right ventricular (rv) lead. Further review revealed all system parameter were within normal range and thus it was suspected that the cause of the event was electromagnetic interference (emi). Ts advised to contact the patient to confirm if a procedure took place on the date of the atr episode. No adverse patient effects were reported. This device remains in service.